Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification and no tortuosity. The 3.5x23mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy. It was noted that the stent struts were broken upon removal and no struts were left in the patient. Another same size xience skypoint sds was used to complete the procedure. Re-ballooning was performed in between stents as a standard procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the heavily calcified lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported material deformation (lifted and bent stent struts). There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1069 removed; 2976 added.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification and no tortuosity. The 3.5x23mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy. It was noted that the stent struts were broken upon removal and no struts were left in the patient. Another same size xience skypoint sds was used to complete the procedure. Re-ballooning was performed in between stents as a standard procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. Returned device analysis identified no break in the stent struts. The account confirmed that the stent struts were flared and not broken. No additional information was provided.